Event description:
It was reported that the rate and output on the external pulse generator (epg) were at zero and could not be adjusted. The user changed the battery on the epg and it started functioning appropriately. A new battery resolved the issue. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.